Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated apparent explant damage.

Event description:
It was reported that the patient presented with a heart rate in the 40's. A remote transmission showed loss of capture on the right ventricular (rv) lead. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.